Manufacturer narrative:
Device was initially received for the complaint that the pump alarmed loss of power while running, and the keypad was not functioning. During investigation found the pump alarmed regarding the stuck key, which is a high priority alarm. This malfunction makes the event reportable. During the review of event log/alarm it was unable to pull event log due to inoperable keypad. There was no 12-month service history reported. The visual and functional testing was performed. During visual inspection found that dso seal delaminated, lcd lens scratched and housing warped. The complaint was confirmed through pump startup test, and keypad test and replaced keypad membrane, dso sensor and dso seal. The device performed all post-performance verification tests and unit passes all testing criteria.

Event description:
It was reported that the pump alarmed loss of power while running, and the keypad was not functioning. During investigation found the pump alarmed regarding the stuck key, which is a high priority alarm. This malfunction makes the event reportable. The event occurred during testing and there was no patient involvement.